Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that increasing pacing impedances and high capture thresholds were observed on the right ventricular (rv) lead during an in-person check. The patient was brought in for rv lead revision and was noted to be occluded via a venogram. The patient was transferred to a different hospital. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis notes that the events of high pacing impedance and unacceptable threshold were not confirmed. As received, a partial lead (only distal portion) was returned in one piece with the helix stretched/bent and clogged with blood/tissue. Electrical testing did not find any conductor fractures however an internal short was noted between inner coil and ring electrode cables due to procedural damage. Additional findings unrelated to the reported events: visual examination of the lead found an external insulation abrasion breaching the ring electrode cable lumen with intact ethylene tetrafluoroethylene (etfe) cable coating and inner coil lumen distal to the suture sleeve tie impressions. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy.